Manufacturer narrative:
(B)(4) - review of the system data shows that the laser capsulorhexis was completed without issue and laser found to have functioned as designed. An unidentified underlying patient condition infra-temporally may have caused or contributed to the incomplete capsulotomy and subsequent capsular tear. No further clinical follow-up required.

Event description:
P1008 - n/a - issue: on (B)(6) 2024, doctor (B)(6) reported to cas that during procedure ID # (B)(6). He noted a capsulotomy tear infra-temporally.